Manufacturer narrative:
Method: device not returned; follow up with company representative.

Event description:
It was reported that a physician performed a kyphoplasty procedure in a pt. The physician observed that: the "cement set times had been unusual. The set times ranged between 15-25 minutes. In addition, the cement showed unhomogeneous consistency in the bone filler device (bfd)." The cement was used on the pt. The mixing procedure was applied as specified in IFU, mixing was done manually, the waiting period before cement can be used was 17 minutes, the room temperature was 20c, the cement was clearly different during the use of bfds. The color was not always the same either. No additional info was reported.